Manufacturer narrative:
It was initially reported, the ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the display was blank.. The device's lcd screen was replaced due to physical damage. Upon further evaluation, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, issues related to the flow sensor and front panel were observed. The device's flow sensor and front panel were replaced to address the issues.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the display was blank.. The device's lcd screen was replaced due to physical damage.